Manufacturer narrative:
Labeling stated device is approved for single use or reuse. (B)(4) lenses were returned. The parameters of (B)(4) lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot # b00bdb6 was produced under normal conditions. Based on all available information, no causal factors can be determined and no conclusion can be drawn. Additional information will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Event description:
A pt emailed us reporting that she had developed numerous ulcers over the last two years and was treated by a corneal specialist. Pt reported that the ulcers neer affected her vision. She was given drops and told to stay out of contact lenses (cl) for 2-3 weeks. Pt has since had lasik and no longer wears cl. Medical records received state: pt was seen (B)(6) 2011 for a new cl rx, faint scarring ou was noted, aided va was noted as 20/20 od and 20/25 os. The ecp gave the pt trials of oasys for astig. Pt returned on (B)(6) 2011 to the ecp c/o os red, photophobia and fbs for a day. Va with glasses 20/20 od and 20/20 + os. Exam noted +2 inj and a peripheral 1.5 x 2mm corneal ulcer in the 9 o'clock position os. Pt was given a prescription for vigamox g1h for the first day then decrease to qid in the os. Pt also given samples of pf artificial tears to use prn. Pt rtc on (B)(6) 2011 reported os feels much better. Pt had discontinued cl wear. Exam noted 2+ inj, infiltrates, staining and resolving ulcer in the os. Pt advised to continue vigamox os qid. Pt was advised to use artificial tears qid ou or more, between drops. Pt rtc on (B)(6) 2011, pt reported getting "even better", good compliance with medications. Va with glasses 20/20 od and 20/15 os. Exam noted resolving ulcer and haze os. Pt advised to continue vigamox qid os and at qid ou. Pt was given a prescription for pred forte ou qid, to treat the haze. Pt was seen on (B)(6) 2011. She reported that she had tried aofa on (B)(6) and woke up with similar symptoms to when the ulcer started (achy, pain behind the eye and redness in the morning). Exam noted trace spk and staining ou, os scar, slight peripheral haze ou. Pt advised to continue vigamox os bid for 3 days, continue pre forte ou bid for 3 days, qd for 5 days, then d/c. Pt was given trials of trueye lenses, va was 20/20. On (B)(6) 2014, the eye care professional stated that the ulcer was treated aggressively because it was assumed it was infectious in nature. The ulcer was not cultured.